Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported their patient information center was experiencing audio issues. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
H10: the remote service engineer learned that the customer's information technology (it) had changed out the keyboard without notifying the staff which caused the issue.there was no product malfunction; this is considered a user issue. The system was restarted to resolve the issue. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the central station was not issuing sound and they were having issues obtaining data.the device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported their patient information center was experiencing audio issues. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.